Event description:
Customer reported not being able to test their blood glucose due to a blank screen appearing on their freestyle glucose meter. Customer reported experiencing symptoms of dizziness and numbness. Paramedics were called and transported customer to beentoob hospital emergency room where she was diagnosed with diabetic ketoacidosis. Customer also reported she was given an unknown treatment to help stabilize her glucose levels.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.